Event description:
The customer reported "getting error x-ray disabled, only way to correct is to reboot system." This error will prevent the system from performing fluoroscopy. There is no report if injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.